Event description:
Philips received a complaint by the customer on the v60 indicating that while setting up the device, it was observed that the touchscreen is nonresponsive, does not hold calibration. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states the touchscreen calibrates but does not stay calibrated over time. The rse advised customer to replace the touchscreen to correct the issue, provided requested part #s and customer will order, no follow up needed, issue resolved. The investigation is ongoing.

Manufacturer narrative:
H10: the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.